Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ('left side discomfort for + 6 months.') In a (B)(6) year old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced discomfort (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the discomfort had not resolved. The reporter considered discomfort to be related to essure. The reporter commented: appointment made with the gynaecologist to request removal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of discomfort ('left side discomfort for + 6 months.') In a 44-year-old female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced discomfort (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the discomfort had not resolved. The reporter considered discomfort to be related to essure. The reporter commented: appointment made with the gynaecologist to request removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.